Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a transesophageal echocardiography (tee) was sent to a third-party physician for echo over-read. Because the dates of acquisition all are the same, it is assumed that all images were acquired during intraoperative tee (iotee). Image numbers are limited, and image quality is fair. A summary impression of the echo over-read states that the final image set suggests mild central aortic regurgitation, with jet origins at the location of the leaflet pivots, normal for this bileaflet mechanical valve. The first post-intervention image set suggests somewhat more aortic regurgitation with an indeterminate jet origin, and the second post-operative image set suggests mild aortic regurgitation of indeterminate origin; if the valve was rotated 90° between the second and third image sets, it seems likely that the regurgitation seen in the second image set could have represented normal central regurgitation at one of the pivots. A review of the device history record (DHR) was also performed for this valve, there were no issue identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the echo over-read and the limited information available, a root cause of the reported pvl cannot be determined. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this mechanical valve, paravalvular leak (pvl) of this valve was confirmed via echocardiogram. This valve was then explanted, and re-implanted, but the paravalvular leak (pvl) persisted. Protamine was administered, and the patient's condition improved slightly. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the device remains implanted and was not available for analysis. The transesophageal echocardiography (tee) has been sent to medtronic. Because the dates of acquisition all are the same, it is assumed that all images were acquired during intraoperative tee (iotee). Image numbers are limited, and image quality is fair. A summary impression of the echo over-read states that the final image set suggests mild central aortic regurgitation, with jet origins at the location of the leaflet pivots, normal for this bileaflet mechanical valve. The first post-intervention image set suggests somewhat more aortic regurgitation with an indeterminate jet origin, and the second post-operative image set suggests mild aortic regurgitation of indeterminate origin; if the valve was rotated 90° between the second and third image sets, it seems likely that the regurgitation seen in the second image set could have represented normal central regurgitation at one of the pivots. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the echo over-read and the information available, a root cause of the reported peri-valvular leak (pvl) cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.